Event description:
This report pertains to three of three devices used during the same procedure. Associated manufacturer report # 3005099803-2013-10983 and associated manufacturer report # 3005099803-2013-10777 pertain to the other devices. It was reported that a boston scientific device was implanted. According to the complainant, as a result of the implant, the patient experienced dyspareunia and continued incontinence. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.